Event description:
It was reported that the ilet displayed an alert for high glucose and a delivery motor communication issue, and the caregiver stated the pump had not delivered insulin for several hours until they restarted the pump, changed supplies, detached the patient, provided a subcutaneous insulin injection, and later safely reconnected. Symptoms included hyperglycemia without other clinical signs or symptoms. Outcomes included a delay to therapy while the patient was detached to avoid insulin stacking and until glucose stabilized. Investigation included interviews with the caregiver and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with delivery motor communication, consistent with a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.